Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user planned to perform a factory reset of the ilet to transition to u-200 insulin and later confirmed completing the reset with a clinician; prior device data showed persistent hyperglycemia with very high glucose percentages, and the user received education on meal announcements, supply changes, ketone testing protocol, and activity settings. Symptoms included hyperglycemia. Outcomes included no reported injury, hospitalization, or device alarms. Investigation included customer care follow-up and troubleshooting with user education. Investigation of this case revealed no device malfunction or alarm activity and no component failure identified, with the event characterized as hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.